Event description:
A malfunction was reported on the pump, specifically displaying a malfunction code that was identified as resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset the code, and was able to continue using the device without further issues. The customer was advised to resume insulin and cgm sessions independently and to contact support if the malfunction reoccurs.